Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered visual inspection of the device case noted no arc marks. The device could not be telemetered upon receipt and did not respond to a magnet. The device case was opened, and the battery was tested. A high current drain was confirmed, and the battery fuse was found to be open. High powered visual inspection of the hybrid noted that the underfill from the transformer appears to be melted. Infrared imaging noted excessive power was coming from the transformer. Resistance testing confirmed a short within the transformer. The device failure is consistent with engineering expectations of a device that was used in an MRI without first being programmed to MRI protection mode.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogation following an MRI scan. The programmer was replaced and the patient was disconnected from any monitoring equipment without success. A single and a double stacked magnet were applied to the device but no tones were elicited. The device was explanted.